Manufacturer narrative:
(B)(4). Lead: model 3887-28, lot# l56961, implanted: (B)(6) 1999, explanted: unknown; lead: model 3887-28, lot# l56961, implanted: (B)(6) 1999, explanted: unknown; extension: model 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown.

Event description:
It was reported that following a neurostimulator replacement (see MFR. Rep. # 3004209178-2012-01267) the patient did not have good coverage. Stimulation was good, but was not in the right location. The plan was to replace the patient's leads with a paddle lead. The date of the revision was unknown. It was later reported that the patient's system was explanted.